Event description:
It was reported that the medical staff identified a hole in the cuff during the test period of this artificial urinary sphincter (aus). The physician analyzed the hole and noted that even though this was not the actual fluid filled portion of the cuff, he still felt uncomfortable placing it in the patient without knowing if it could compromise the outcome of the patient. A different cuff was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual examination revealed that the cuff inner and edge of the buttonhole had fibers protrusion identified. The cuff passed the leakage test. Based on the information available and analysis results, the allegation of cuff hole/perforate could not be substantiated during functional testing and no other fault conditions were identified; therefore, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the medical staff identified a hole in the cuff during the test period of this artificial urinary sphincter (aus). The physician analyzed the hole and noted that even though this was not the actual fluid filled portion of the cuff, he still felt uncomfortable placing it in the patient without knowing if it could compromise the outcome of the patient. A different cuff was used to complete the procedure. There were no patient complications reported.